Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow up, atrial lead noise causing noise reversion and unnecessary auto mode switch (ams) episodes was observed. Isometric testing confirmed that the noise was reproducible. The patient was stable and will continued to be monitored. The patient returned to the clinic after having heart palpitations. Inappropriate ra and rv pacing was observed because of noise oversensing and the device was reprogrammed to vvi mode. The patient was stable after reprogramming.